Event description:
It was reported that 5 cassettes were leaking from the filter area. Only one of the five units were returned for the evaluation. No adverse event was reported for any of the five incidents. All five cassettes were reported to be from the same lot (d819935).

Manufacturer narrative:
The cassette was set to infuse 5 ml's into the burette. The cassette ran for a minimum of 1 ml before fluid was noticed leaking at the air elimination hole of the 1.2 filter. The cassette itself did not have a leak. The filter is a purchased product from pall life sciences corporation. Pall life sciences has been contacted concerning these incidents. (B) (4) was issued sorenson medical. The product has been sent to pall life sciences for an evaluation. Due to the fact that only unit was returned, tested and confirmed we are filing for the five cassettes reported. Four of the five cassettes were disposed of. All five cassettes were reported as the same lot number listed above.